Event description:
The pt had redness and swelling around the pump site. The pump was used to deliver high concentrations of morphine and baclofen. The hcp decide to replace both the pump and catheter. Drug was aspirated from the old pump to fill the new pump. The new pump was primed with a 0.5mg therapeutic bolus and programmed to deliver 15.5 mg/day. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Result - catheter.